Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump was allegedly priming all of the insulin out of the cartridge. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the black box indicated a ¿no cartridge detected¿ warning occurred on (B)(6) 2016. The pump powered on normally and successfully completed rewind, load, and prime steps with no errors, alarms, or warning occurring. The force sensor calibration was found to be within specifications. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.